Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced auto-reduction (date of event is unknown). Diagnostic testing revealed multiple high impedance contacts. Reprogramming could not restore effective stimulation as the patient felt rib stimulation. Subsequently, surgical intervention was undertaken wherein the lead was explanted and replaced.